Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation that started to tear and was bleeding. The patient was reportedly on blood thinners and had thin skin. The nurses at the patient's nursing home applied a bandage with medication. The patient's wife indicated that the irritation healed. The patient ended use.